Event description:
Device used during leep procedure. Settings: 80 watts to cut and 50 watts to coagulate. Valley lab electrosurgical pencil with conmed ball electrode placed into plastic protective holster when ball tip melted thru the plastic. Plastic protective holster from cardinal universal custom pack.